Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be reopened.at this time, the lead has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that an out of range impedance measurement on this ventricular lead triggered the lead safety switch feature. The field representative did not identify the out of range measurement and requested assistance in programming the lead back to bipolar configuration. Technical services assisted the field representative in clearing the lead safety switch from the device and programming the lead back to bipolar configuration. Both the device and the lead remain implanted. Three and a half years later, the right ventricular (rv) lead was explanted due to exit block that was causing high threshold measurements. No additional adverse patient effects were reported.